Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited increased thresholds. The patient underwent a revision procedure and this lead was successfully repositioned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.